Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: unk, explanted: unk, product typ extension, product ID (B)(4), serial# (B)(4), implanted: unk, explanted: unk, product typ extension, product ID (B)(4), implanted: 2012-(B)(6), explanted: unk, product typ lead. (B)(4).

Event description:
It was reported that the patient experienced coughing and chest distress following reprogramming of their implantable neurostimulator (ins) on (B)(6), 2012. It was noted that following implant of the ins on (B)(6), 2012, the patient felt well. The patient reported that their symptoms had worsened on (B)(6), 2012. On (B)(6), 2012, it was reported that the patient had not been reprogrammed and no other diagnostic tests had been performed. Additional information was received (B)(6), 2012 that reported the patient's ins had been explanted because the patient could not bear the side effects. If additional information is received, a follow-up report will be sent.